Event description:
The customer reported to baxter (B)(4) that the area between the injection port and bag cracked on the multilayer bag set. It is unknown if this condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample to the plant for evaluation. The visual inspection revealed a hole between the injection port and bag. The batch records were reviewed and all release criteria was within specification. Baxter has received similar reports. The bags used on this code are provided by an internal supplier. A CAPA has been opened (les-CAPA-(B)(4)) to investigate this issue and determine root cause. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.